Event description:
It was reported that during the pre-discharge device check remote transmission it was noted that the right ventricular (rv) lead threshold had increased since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead 2013 (B)(6). (B)(4).